Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to requesting the location of her replacement cycler (from a previous non reportable event) because she was in the hospital and believes she missed the delivery. Upon follow up with the patient's pd nurse, it was reported that the patient did have touch contamination peritonitis and was hospitalized (B)(6) 2014. The patient has made a full recovery and continues with the ccpd program in stable condition. Patient medical records were requested but not yet received.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the device investigation and final review of medical records by the post market surveillance department should the records be received.